Manufacturer narrative:
Additional information: there is no plan to remove the detached component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient has history of 2¿3-month-old limflow stent graft arterialization from tpt artery to distal posterior tibial vein. The patient received overnight lysis of the limflow and was brought back to the angio suite for intervention. The distal end of the stent graft had a tight stenotic lesion that was crossed with an .014 viperwire. During the procedure, a nanocross 014 balloon was advanced across the lesion and inflated to rated burst pressure, however, the balloon circumferential/radial ruptured at 14 atm during the first inflation and allegedly may have gotten snagged on the limflow struts as it was being retracted. Left remnants in the patient. The balloon detached and a portion of the device remains in the patient. The procedure was aborted. Despite these issues, there were no complications or damage to the vessel patency to the foot. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the balloon and distal end of the inner detached. The detached components were not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.